Event description:
On (B)(4) 2013, it was reported that there was a line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result during the simulation test; therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.